Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for e-complaint. Visual and functional testing were performed. No problems or issues were identified during this device history record review. One photo was included. Per photo received, no defects. One sample was returned for evaluation in used conditions without original package. The returned sample was visually inspected at 12 to 16 inch and normal conditions of illumination. Lack of solvent was detected in at joint between valve check and pilot balloon. The returned sample was inflated using a syringe and were submerged under water to detect any leak. Leakage was detected between the pilot balloon and valve; the complaint was confirmed. The root cause of the reported event according to on procedure the occurrence of this failure condition could be caused by not enough solvent at joint. All mitigations in placed were verified and confirmed executing accordingly therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation.

Event description:
Additional information: standard psr acknowledgement questions. This event occurred during the use of the patient. No information provided if occurred during use, if it was resolved. Not infusion device.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical tracheostomy tube had a leakage in the air from the cuff. There was no patient injury and no reported adverse events.